Manufacturer narrative:
The root cause investigation is in progress and updates will be reported per 21 cfr 803.56.

Event description:
Upon entering the eye, the trabex pro continuous irrigation was not activated. As the physician moved across the eye with the device, the anterior aspect of the bag inadvertently ruptured. After inserting the device into the eye, the surgeon depressed the foot pedal and activated aspiration in the anterior chamber. Due to aspiration being activated too soon, the surgeon engaged the capsular bag resulting in an anterior capsular tear. The surgeon then inserted viscoelastic and completed the goniotomy procedure with a trabex. He then moved on to the cataract procedure, and during phaco, the capsule tear began to run radially towards the posterior capsule. At this point, the natural lens fell back into the posterior chamber and because the bag was no longer intact, the surgeon was not able to implant the preferred iol. Instead, a 3-piece lens into the sulcus of the eye was placed. The surgeon was able to complete the cataract procedure. The patient was referred to a retina specialist for further evaluation. A follow up vitrectomy was performed after which the patient was reported to be doing well.